Event description:
(B)(4). Event occurred in the united states. The patient reported that when he woke up, the infusion set tubing came apart from the quick release. The blood glucose level was over 300 mg/dl. No further information available.